Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No delivery alarm/occlusion during therapy not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 450 mg/dl. Customer stated that she was getting insulin flow block alarm after changing her set when she was trying to bolus she gets a insulin flow block. Customer decline troubleshooting for high blood glucose and replacing customer insulin pump due to insulin flow block. The insulin pump will be returned for analysis.